Manufacturer narrative:
Product ID 3889-28, lot# v385093, serial# implanted: (B)(6) 2011, explanted: product type lead. Product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of bladder control and was required to "catheter 2-4 times a week, rather than 1-2 times a month". The patient stated that "his bladder walls would not squeeze to open up the sphincter to allow urine to escape". These symptoms had started within the last few months in the patient's perineum area. The patient also stated that "his internal neurostimulator (ins) was located on his belt level which had caused him pain since implant" and that "the ins moved up when he sat up and it moved down when he stands". It was noted that the patient had discussed moving the location of the ins with his physician but the physician would like to first perform an MRI to monitor the patient's tumor. The patient stated that "his ins was still bruised around the pocket site". The patient further stated that "he does have bruising and bleeding issues however and his blood did not coagulate like it should". The patient had tried turning up the stimulation and changing to all 4 programs, but this did not resolve his issue. The patient had not had his device reprogrammed because the physician wanted to perform the MRI. The patient stated that he was happy with the therapy and the pain around the ins was not enough to make him wish he didn't have the device. The patient also requested information about the compatibility guidelines for the MRI and stated that "he had an acoustic neuroma that started to develop 4 years ago". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.